Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The integra sales representative reported on behalf of the user facility the following incident: when the doctor inserts the screw into the patient, there are times (a total of three) when the doctor needs to back the screw out after advancing the head with the number two driver. After this happens, the outer head and the inner head do not match up; therefore, the doctor cannot reinsert the screw. The doctor must then insert a new screw. This incident is related to MDR numbers 9615741-2007-00041 and 9615741-2007-00042.